Manufacturer narrative:
Device passed the beep test. No errors noted in download data. The device was reset and paired with a pdm, successfully delivering a 5u bolus. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The bottom housing and environmental seal were inspected and nothing was found that would indicate the deployment path was inhibited. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 1073 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended. The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). It was noted that the pink slide did not move forward, but the cannula was visible and dislodged from the site. Hyperglycemia treated with a new pod. Pod was discarded.